Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Due to the (B)(6) 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. No testing methods performed. No results available since no evaluation performed. Device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required aspiration. The patient's medical history is unknown. The cardiac tamponade occurred during ablation in the left ventricle. The patient required aspiration of 350 ml of blood from the pericardial sack. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The patient had been transferred to the cardiac department for further investigation and observation. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.